Manufacturer narrative:
As reported, a 4f 100cm sidewinder simmons technique 1 (sim1) tempo diagnostic catheter developed a kink and the distal end fractured. There were no reported injuries to the patient. The device was not returned for evaluation. A product history record (phr) review of lot 35271538 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ kinked/bent and brite tip/distal tip ¿ cracked¿ could not be substantiated because the device was not returned and images were not provided. Consequently, confirmation of the reported condition and assessment of device condition at the time of preparation were not possible. Based on the available information, the root cause of the reported event remains undetermined, and procedural or handling-related factors cannot be ruled out. Labeling was reviewed at a high level; however, due to insufficient information regarding the device condition and sequence of events, the applicability of specific IFU instructions could not be assessed. There is no evidence from the information reviewed to suggest the event is related to device design or manufacturing processes, and no further actions are indicated at this time.

Event description:
As reported, a 4f 100cm sidewinder simmons technique 1 (sim1) tempo diagnostic catheter developed a kink and the distal end fractured. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4f 100cm sidewinder simmons technique 1 (sim1) tempo diagnostic catheter developed a kink and the distal end fractured. There were no reported injuries to the patient. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa.